Manufacturer narrative:
H6. Codes: updated. Additional device evaluation: further investigation found that the latch/lock sensor was damaged.

Manufacturer narrative:
One device was returned for investigation. It was reported that error code 44510 while updating device to new software per the remediation¿. Confirmed by performing visual and functional pvt. Updated software to latest version to fix this issue. Upon further investigation, found that lcd lens has deep scratches, battery compartment is damaged, dso seal is cracking, uso seal is buckling, and one of the cassette pins is defective. Waiting to hear back from customer about repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the error code 44510 while updating device to new software per the remediation. The event happened during sw update.